Event description:
Lap chole: "the surgeon went on vacation the day after the incident. According to the staff, only 6 out of eight clips fired were successful; the clips did not fully close and came off the tissue. The clip applier was taken to the materials manager and operating room director. They fired several clips on a piece of paper and the clips closed as intended."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.